Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. No intervention has been planned at this time. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: a4 weight should have been 190 rather than 270 as originally reported.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: b1: product problem checked off. H6: adverse event problem - medical code updated. H7: correction (other remedial action) added. H9: 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg does not communicate with external devices. Patient goes to physical therapy where a tens unit is used. Surgical intervention may take place at a later date to address the issue.